Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when air was injected with the included syringe, the balloon of the radial band leaked and was unusable. Another one from the same lot was used to complete the procedure. No patient injury.